Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4803 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the microintroducer was difficult to pierce the skin following one puncture. An examination showed cracks with the tip of the microintroducer. No other information was provided.